Event description:
It was reported that in nephrology, an air leak was found during insertion of the introducer needle attached to the ars. As a result, a new kit was opened and used without issue. There was no reported delay, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).